Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the adc device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced tremors and dizziness, associated with symptoms of hypoglycemia and treated themselves with unspecified medication and insulin (dose, type unspecified) for the treatment. There was no report of death or permanent impairment associated with this event.